Event description:
Boston scientific was notified that, when this balloon was inflated at neck of the aneurysm, it got ruptured. The quantity of the contrast media was no problem, and it was the first inflation. The blood vessel had calcification, and the approach took time.